Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) lost therapy. Diagnostics indicated elevated impedance readings. Surgical intervention was undertaken on (B)(6) 2016 and the lead was explanted and replaced. Reportedly, effective therapy was restored.